Manufacturer narrative:
Internal complaint reference: case (B)(4). H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection of the device reveals it was returned outside of original packaging. The needle shaft of the device has been bent horizontally and is twisted. The t2 anchor has been removed from the suture. The anchors and suture have been detached from the needle. The actuator has been fully actuated. A functional evaluation revealed the actuator of the device functioned as expected. A review of the customer provided image reveals the needle shaft of the device appears bent. The t2 anchor has been removed from the suture. The anchors and suture have been detached from the needle. The actuator has been fully actuated. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that during meniscus repair, inside the patient, the t2 of the ultra fast-fix assembly - curved comes out automatically. Tt1 was removed from the patient. The procedure was finished with a smith and nephew backup device. No surgical delay. Patient injuries were not reported.